Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced hyperglycemia, associated with an alleged no power issue with moisture. Reportedly, the patient was hospitalized for diabetic ketoacidosis. During troubleshooting with customer technical support, it was revealed the pump had no power with moisture in the battery compartment. It was alleged the battery was ¿no longer connecting in the pump¿. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.